Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm reading was around 100 mg/dl to 130 mg/dl all day. The patient stated he had food poisoning the previous day, and the day of the event the patient was feeling dehydrated, weak and nauseous and always vomiting. The patient was not able to check his bg because he had no test strips available. At around 5:45 pm, the patient went with his wife to the emergency room for assistance. At the hospital the patient was diagnosed with diabetic ketoacidosis (dka), the patient¿s bg reading was around 400 mg/dl. The patient was treated with 4 bags of intravenous (IV) medication/fluids and insulin IV. The following day saturday, around 1:00 pm the patient was discharged and his bg reading was 109 mg/dl. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.